Event description:
This complaint is being reported as a malfunction due to the alleged keypad issue. Reportedly, the keypad button(s) is not responding consistently to user input. There was no evidence of product misuse. The pump is being returned for investigation. There was no report of patient impact associated with this complaint.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the black box download verified the pump time and date reset to the default setting. Evaluation found that the pump powers up properly. Power flex, circuit board, and terminal connections were found to be intact. No evidence of re-booting was observed in the pump history, and the pump was exercised for 24 hours with no re-boots occurring. There was no damage was found to the battery cap or battery compartment. A battery cap functional test was performed; no battery cap connection defects were observed. The battery cap contact height was found to be within specifications. Unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. Original report regarding a keypad malfunction was erroneous regarding a keypad malfunction. The actual complaint is for intermittent power as follows: the reporter contacted animas on (B)(6) 2012 alleging that the pump emitted a cs communication alarm and the home screen is showing 0.0 units of insulin in the cartridge. The patient verified seeing the verify screen. The reporter stated that the pump rebooted while the patient was in gym class and had a 0.00 unit temp basal programmed for gym class that started at 8:46 am. During troubleshooting with customer support this information was confirmed in the pump settings. There was an additional 0.00 units in the pump history for 9:03 am that same day, which the patient stated is believed when the pump rebooted. The patient reported that the pump fell out of the pocket and hit the floor during gym class. The reporter confirmed no structural damage to the case and the battery cap fits securely. The reporter stated the battery cap to be 6 months old. There is no adverse event associated with this complaint. This complaint is being made because the alleged power interruption remained unresolved.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).